Manufacturer narrative:
The reported event of ¿stylet was stuck in the lv lead during implant when physician was trying to remove it the lead conductors pulled out¿ was confirmed. A complete lead was returned in one piece with the stylet inserted inside the lead. The ptfe coating of the stylet was found stripped and was bunched up with the inner coil at the distal end of the connector pin. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had the stylet stuck inside and could not be removed. Additionally, the lv lead conductors get pulled out. The lv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.